Event description:
In 2000 a 26mm x 15mm diameter x 16.5cm length aneurx bifurcated stent graft was inserted for the treatment of an abdominal aortic aneurysm. The medtronic/ave representative reports that the pt had a 13 mm iliac without stenosis, no tortuosity and little calcification. The aortic neck length is unknown. Films are unavailable to confirm tortuosity. It was reported that the graft cover retracted but the stent graft would not deploy off the catheter. After some time the stent graft eventually came off the catheter and deployed in the pt. Between the time of placement and eventual deployment the stent graft was inadvertently pulled down; therefore, an aortic cuff extension was successfully placed. The pt is reported to be doing fine and there was no add'l sequelae.